Event description:
Additional information received indicates that the patient underwent surgical intervention where the lead with high impedances was going to be explanted and replaced, but the physician explanted and replaced both leads due to being unable to pull the bad lead without pulling both out. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04689. It was reported that one of the patient's leads had high impedances leading to ineffective therapy. The patient was reprogrammed. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedances so both are being reported.